Event description:
Patient in cardiac cath laboratory for left heart catheterization (lhc) that required a percutaneous coronary intervention (pci). Percutaneous coronary transarterial balloon was informed for dilation of the lesion in the second obtuse marginal coronary artery. Coronary stent was then placed, which was noted to not be completely inflated due to calcium or extremely tight lesion. Post dilation was then attempted with a trek brand non-compliant (nc) balloon without success despite multiple inflations. Post dilation was then attempted using a non-compliant (nc) quantum apex balloon and arrangements were made to borrow a pantera leo non-compliant balloon from (B)(6) as the lesion area was not responding. On the last inflation with the quantum nc balloon, there was a balloon rupture and as additional images were obtained, it was noted that the vessel had a perforation shown by contrast appearing outside of the vessel lumen. IV fluids were immediately increased to wide open rate for bolus. Echo was notified for need for stat bedside echo in the cath lab. Dr (B)(6), another cardiology partner, was notified of need for standby in case further intervention was needed. Patient vital signs remained stable and perforation extravasation did not increase. Echo was finished. Procedure was concluded. However, bed status was upgraded from imcu to ICU instead. No further complications were noted. FDA safety report ID # (B)(4).